Event description:
It was reported that the user experienced recurrent low glucose readings while using the ilet system, with a capillary glucose of 75 mg/dl and cgm values in the mid-60s, without symptoms, and alarms sounding that prompted contact with support; the user treated with oral carbohydrates including juice, soda, and chips, and care teams advised on meal announcements and adjusted the cgm target after review. Symptoms included hypoglycemia without associated clinical manifestations. Outcomes included self-treatment with oral glucose and continued home monitoring, without emergency care or hospitalization. Investigation included review of device data by clinical support and customer education on use. Investigation of this case revealed no device malfunction and suggested hypoglycemia following postprandial hyperglycemia with subsequent alarm notifications, with device components functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.